Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients stimulation therapy was no longer adequate. It was also noted that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively. The explanted device was retained by the medical facility.